Event description:
The customer stated the rubella calibration failed on the axsym analyzer with cal a results too high. The abbott customer technical advocate asked the customer to centrifuge the calibrator and then recalibrate. The customer reported the calibration passed after centrifugating the calibrators. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.